Event description:
The customer called and reported the reservoirs were leaking at the tubing connector. Customer was unable to troubleshoot at the time of the issue. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.